Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the anchor site. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where a portion of the anchor which irritated the patient was removed. It was noted the anchor used was the long anchor included in the lead kit.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient's pain at the anchor site has now resolved.